Event description:
It was reported the pt experienced no stimulation sensation. The pt spoke with the MFR rep. The pt wanted the device removed because "it did not work". The pt was difficult to understand. The pt was redirected to contact the physician. Additional info has been requested from the hcp, but was not available as of the date of this report.